Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for spinal pain reported they fell two months ago and messed up their back and were experiencing pain so they had a CT scan performed, but hadn¿t heard about the results. It was further reported that since six to eight weeks ago the consumer had to recharge weekly or every three to four days, which was too often, even though they hadn¿t made any adjustments to programming and recharged the implant to 100% full. A follow-up appointment was scheduled with the healthcare provider (hcp) for (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.